Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential pseudoaneurysm requiring surgical intervention. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
B3: date of event: september 2024. D6a: implanted date: unknown due to unknown date of event. D6b: explanted date: unknown due to unknown date of event. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical received an FDA uf/importer report # (B)(4). The event description states: successful splenic artery embolization was performed using particles and coils. The left groin was closed with an angio-seal vascular closure device. A pseudoaneurysm developed following the angio-seal closure, necessitating surgical repair. The original intended procedure was splenic embolization and successful thrombin injection of the right groin pseudoaneurysm (psa).